Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at the hospital on (B)(6)2017. Caller was unsure of the date of hospitalization. The cause of death was customer being a bad diabetic and got worse. The caller stated that the customer also had heart problems and was obese that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. It was not sure if the customer was wearing the insulin pump at the time of death but was leaning to saying ¿yes¿. The customer was not using sensors. The caller no longer had the insulin pump and was not able to upload to carelink. The caller declined to return the insulin pump for analysis due to no longer having it.